Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During preventative maintenance testing at the user facility, the device delivered more than intended. There were no reports of any pt harm or delays of critical therapy while the device was in clinical use. Though requested, no add'l info was provided.